Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who confirmed there was no issues since this reported issue. The customer would call if the issue reoccurred. Isi has not yet received the synchroseal instrument for evaluation, although it was requested to be returned. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history revealed no other issues reported for the product in this complaint. No image or procedure video was provided. An instrument log review was conducted, which resulted in the following findings: the logs showed the customer used synchroseal instrument part# 480440-05 lot# l90210627-0244 on (B)(6) 2021 during a benign hysterectomy procedure on system (B)(4). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse) during the initial support call. Investigation revealed the following possible related system errors: 25902/esu communication warning with nest: cut hold command response timeout due to message dropping. This complaint is being reported based on the following conclusion. The synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that the e-100 shut off when using the synchroseal instrument. The tse reviewed the system logs and noticed errors 25902 for the electrical surgical unit (esu) communication with nest. After, the tse asked the csr if there was any issue with the tissue size and the csr stated that there was enough tissue. The csr stated there was a hemostasis may be compromised message that appeared before the e-100 shut down. The customer then powered the e-100 back on and the surgeon used the synchroseal instrument again; however, shortly after the activation, the message appeared and the e-100 shut down again. After, the customer powered the e-100 back on and installed a vessel sealer extend (vse) instrument. The csr informed the surgeon had been using the vse instrument with no issues and continued with the case. No backup synchroseal instrument was available as the surgeon was almost done with the case. The tse recommended the customer return the synchroseal instrument via return material authorization (RMA) for investigation. The csr requested a field service engineer (fse) follow up. The procedure was continuing as planned with no reported injury. Isi followed up with the csr and obtained the following additional information on 15-oct-2021. The csr was present during part of the reported procedure and obtained some information from the surgical staff. The csr was not in the room when the first issue occurred with the synchroseal instrument but was in the room the second time the issue occurred. It was noted that the synchroseal was not inspected prior to use. Prior to the reported issue, the instrument had been in use for twenty to thirty minutes. At the time of the issue, the csr reported that the surgeon attempted to use the seal and synch activation; however, the e-100 shut down. As a result, the csr stated the instrument did not complete hemostasis. The surgeon then completed the seal with a vse instrument to complete the hemostasis. The csr noted that the tissue was not under tension and was not greater than 5mm in diameter. No vessel calcification was observed, nor had the tissue undergone any radiation or chemotherapy prior to the procedure. The csr noted that there was an error message but could not recall the error. It was noted that the jaws did not come in contact with any clip, suture, staples, or any other hard objects when the reported issue occurred. There was no unexpected bleeding experienced by the patient. There was no video/image available for review. The instrument will be returned for analysis. The procedure was completed robotically with no patient injury or harm.